Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prosthesis implantation procedure with an unspecified breast implant, suffered capsular contracture; baker grade iii on an unspecified breast, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
In the absence of clarifying information, the left side device was defaulted to be the suspect medical device. If additional information is received, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 20, 2020, mentor became aware that the correct suspect medical device was the right side breast implant, which is the following: 450cc mentor memorygel breast implant catalog: 3504504bc lot: 7700693 sn: (B)(6). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/07/2020 mentor became aware that the patient underwent bilateral primary breast augmentation with the following devices on 6/19/2019: (left) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 7708648 sn: (B)(4) and (right) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 7700693 sn: (B)(4). There is still no available information regarding which breast had the capsular contracture, so no lot numbers will be specified as the suspect medical device. Mentor also became aware that it was 8/2019, at age 39 (per patient date of birth of 9/24/1979) when the patient started experiencing complications. Manufacturer¿s reference number: (B)(4).